Event description:
On august 8, 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or past readings. The medical surveillance specialist (mss) spoke with the patient on august 20, 2009 and obtained the following information. The patient reported that on the morning of five days prior to original date, he obtained an alleged high blood glucose reading of "131 mg/dl" with the subject meter. The patient reported that he manages his diabetes with metformin; however, does not take it if his blood glucose is less than 100 mg/dl. As a result of the alleged high result, the patient claimed he took a tablet of metformin. Approximately 2 hours later, he felt dizzy and developed blurred vision. The patient claimed he had not experienced these symptoms before and therefore, did not know if they were suggestive of a low or high blood glucose. At the onset of the symptoms, the patient claimed he retested with the subject meter and obtained a result of "282 mg/dl." In response to that reading, the patient reported that he took an additional tablet of metformin; however, his symptoms reportedly worsened and claimed he began to get shaky, sweaty and incoherent. The patient was unable to confirm if he had to receive medical attention in response to the symptoms he developed. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained alleged high blood glucose readings, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.